Manufacturer narrative:
Concomitant products: 0158, lead, implanted: (B)(6) 2005; 419488, lead. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue.

Event description:
It was reported that during a procedure, the right atrial (ra) lead was unable to capture. No further actions were taken and the ra lead remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.